Manufacturer narrative:
Desc evt problem: updated/corrected. Analysis of the pump found no evidence of anomalies. Eval code-conclusion: after analysis and review, the previously reported code was updated.

Event description:
The type of medication being delivered via the device system was gablofen or lioresal. It was unclear which one.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a drop in effectiveness of therapy and increased spasticity. The physician feared the patient¿s spasticity was returning in spite of dose increases. The patient went from control at 55mcg/day to 75mcg/day with no drop in symptoms. The physician attempted a side port access and was unable to withdraw from the side port. The patient¿s pump was only 14 months from replacement, so the physician made the decision to replace both the pump and catheter on (B)(6) 2015. During surgery, the old catheter was detached from the old pump and cerebrospinal fluid (csf) flowed from the catheter. In addition, after the pump was explanted, the staff was able to flush water easily through the side port. The issue resolved at the time of the report. The patient¿s status was reported as ¿alive ¿ no injury.¿ it was later reported the patient recovered without sequela. The type of medication being delivered via the device system was gablofen. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).